Event description:
A malfunction alarm with the code malf 12 was reported, and it recurred even after the pump was reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.